Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information changed h6 methode code from 4117 - device not accessible for testing to 4114 - device not returned.

Event description:
Additional information received indicated that surgery occurred wherein the leads were explanted and replaced.

Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 3006705815-2020-01598. It was reported the patient experienced high impedance issues. In turn, surgical intervention may be pending to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.